Event description:
Report received from (B)(6) stating that service was required for the device. During service a damaged hose was noted. The device was not used during surgery. It is unk if there was injury or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with a damaged hose. If additional info becomes available a supplemental report will be submitted. (B)(4).